Manufacturer narrative:
Due to characterization limit e1 initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit was not functional. Pump would intermittently switch from ac to battery power while plugged in to ac. There was no patient involved.